Event description:
We have always had issues with upstream occlusions since changing to spectrum pumps, however these have gotten worse despite manufacturer education inservice of proper loading of tube into pump. These upstream occlusions, and some erroneous "air in line" alarms, delay medication administration until corrected. Patients are put at continued risk as treatment is delayed until the rn bypasses the alarm. Many of these patients are dependent upon continuous infusion of inotropes, and the constant stopping of drips for these alarms is detrimental to their health. These constant alarms on the unit interrupt nursing staff from concentration on patient care. The two pumps listed in this report are but examples of a systemic problem. Tubing has been changed and reloaded on both these pumps in accordance with inservice guidelines, yet they continue to alarm.